Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited a noise has become mixed in the video image. The issue occurred during inspection for use. There were no reports of patient involvement.

Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, image snowflake and foreign objects in auxiliary water channel were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure led to the malfunction. Based on the results of the investigation, it is likely the following led to the foreign material in the auxiliary water channel: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.